Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 ms pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. The allegation was not confirmed, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number 72404012 and 72404161. Serial number: null and null. Batch/lot number 167515001 and 178959012. Model/catalog description cxr14cm and reservoir 65ml pc.

Event description:
It was reported that the patient experienced pump inflation issues with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional concomitant medical products: model number/catalog number 72404012 and 72404161; batch/lot number 167515001 and 178959012; model/catalog description cxr14cm and reservoir 65ml pc.

Event description:
It was reported that the patient experienced pump inflation issues with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.